Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to a fall and a heart rate in the 30 beats per minute range. A remote monitoring transmission indicated that the right ventricular (rv) lead triggered an alert for high thresholds. Additionally, the lead displayed an intermittent loss of capture and a gradual drop in r wave amplitudes. The healthcare provider stated that they could not see p waves from the right atrial (ra) lead and ra lead capture could not be confirmed. The leads remain in use. No further patient complications have been reported as a result of this event.